Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdh339, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle fully retrieved? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2019 and barbed suture was used. The needle came loose during suturing the hernia. The needle was lost between bowels and then found. The procedure was prolonged 15 minutes. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the needle fully retrieved? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? No.